Event description:
It was reported that the customer's insulin pump was cracked. Her blood glucose was 125mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump received without the original belt clip. No physical damage noted on belt clip slot during visual inspection.